Event description:
It was reported that the patient's blood glucose levels reached 445 mg/dl while wearing the pod between 49 and 71 hours on the abdomen. The patient began to feel unwell and fatigued. The patient's mother removed the pod and gave insulin via a syringe. The patient's mother then took them to the emergency room (ER) at helios hospital krefeld. At the ER the doctors monitored the patient but no treatment information was reported. The patient was released from the ER after 1 hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.